Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the patient called in for two things. First was about the recharger equipment was getting so hot, patient couldn¿t charge in one session, it was burning the patient¿s skin. It took patient at least 3 sessions when the ins battery was halfway down, it was ¿painful¿. Second was about getting the representative¿s information. Patient stated it didn¿t look the patient had infection, and patient said the ins was burning when he was charging it. Patient services (pss) asked if they saw a thermometer screen on the ins recharger when it got hot, patient said there was a warning on there, it said ¿too hot¿. It was confirmed the patient was not charging under blanket, it seemed insr had poor contact with ins, so patient had to be ¿super still¿. It was noted the patient used the recharging belt and there was air circulation around the recharging equipment. Pss offered to send patient adhesive disc to try out. It was mentioned this issue with the insr started about 3 weeks ago, patient notified for the overheating. Patient saw the overheating message 30m into the session, so he would charge for 15m and stopped charging for an hour, then charged for 15m again. Patient stated this is her second ins his ins was draining battery at a more rapid pace, this occurred 3 to 4 weeks ago. It was noted the recharger was getting really warm while trying to charge the implant. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the spinal cord stimulator battery has a hot, burning sensation. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient was experiencing the implantable neurostimulator site heating up only with stimulation on. The manufacturer representative was planning on meeting with the patient on the day of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Concomitant medical products: MDR decision to report recharger (serial #: (B)(4)), corrected to not reportable. No additional supplemental required for the recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (rep): additional information was received and it was reported that only the internal ins was heating, the patient reported no recharging components were heating. The ins was heating with stimulation on and during recharging. The device was turned off and the heating stopped. Recharging was then attempted and the pocket was warm to touch. The recharging equipment was not heating. Impedances were checked and contact 7 was ~7000 at 1.5v and contact 2 was ~3000 at 1.5v. The surgeon wished to replace the device, and the patient was scheduled for surgery on (B)(6). The cause of the heating was not determined. The manufacturing representative then stated that the patient had not reported the device rapidly depleting. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the replacement was completed as scheduled. The explanted device would not be returned for analysis as it was discarded by the facility. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.